Event description:
It was reported that during an update of the pump, following a completed telemetry when the healthcare provider (hcp) hit okay the programmer read "attention pump memory error", "pump and catheter data is invalid." It was realized that the error occurred as older software was used and the programmer did not recognize the catheter model number. A different catheter model number was temporarily put in order to reprogram the pump as intended. Hcp was to get an updated application card and re-program the pump appropriately.

Manufacturer narrative:
Application software card model: 8870, serial # unknown; physician programmer model: 8840, serial # unknown; patient programmer: 8835, serial # (B)(4); catheter model: 8780, serial # (B)(4), implanted: (B)(6) 2012, explanted: unk. (B)(4).

Manufacturer narrative:
Product ID 8840 lot# serial# unknown, product type programmer, physician. (B)(4).